Event description:
During use of the device for a non-clinical activity, the user reported that the software to adjust daylight savings time did not update automatically, because the u.s government recently changed the dates of the time changes. The user had to adjust manually. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.